Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed the reported clock not set and low flow alarms; however, a specific cause for the reported events could not conclusively be determined. It was reported that the patient had low flow alarms and that the controller clock was not set. Log files were submitted and captured transient low flow alarms on 15mar2024. It was noted that these alarms occurred in the setting of elevated pulsatility index (pi) values. According to the account, the low flow alarms were thought to be due to hypovolemia and the primary controller was changed to a low flow controller. The patient also experienced hypertension. Review of the lvad logs also confirmed a clock reset, indicating that a pump stop had previously occurred. The onset of the clock reset was not captured. The patient remained ongoing on (B)(6) with no additional complaints until expiring 04may2024 (refer to MFR # 2916596-2024-02945). The pump was not returned for evaluation. The heartmate 3 lvas IFU (instructions for use) outlines potential adverse events, including hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides an explanation of pump parameters, including pump flow. This document states that the low flow hazard alarm will occur when the estimated pump flow is below the low flow limit and explains that changes in patient conditions can result in low flow. The IFU and patient handbook describe alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," addresses all pump parameters, including pump flow and pulsatility index (pi). This section explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D is currently available. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them. The patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low flow alarms, backup battery expired alarm, and controller clock not set. Log files were submitted and captured low flow events on 15mar2024. There were also several low flow flags. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing the events. Both the periodic and event files captured system controller clock corrupt events which are usually caused by a total loss of power to the system which would cause a pump stop. Once power was restored, the pump returned to operating at the set speed. The power loss occurred 30 days prior and the file showed the clock was reset on 15mar2024 at 13:42:17. A system controller self-test was recommended to verify the system controller's audible alarm function. The backup battery expired alarm was not contained in the set of the log files and the log files did not contain any signs of pump malfunction. The patient experienced hypertension, low flow controllers were ordered, and the primary system controller was changed to a low flow system controller. The cause of the low flow alarms was possible hypovolemia and the patient was asymptomatic at the time of the low flows.